Event description:
The patient was admitted to the hospital for removal and replacement of her bilateral breast implants secondary to scar tissue and pain when exercising. At the time of the surgery, it was noted that the right breast implant had partially become deflated. The patient also had capsulectomies performed during surgery. She authorized the hospital to dispose of her surgically removed breast implants that had been placed in 1975.